Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found clips cannot be ligated correctly and the doctor felt that the clips were softer that the ones he used before. The patient's condition was reported as fine.